Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the patient's outcome could not be conclusively determined through this evaluation. (B)(6) was not explanted for evaluation. Review of the relevant sections of the device history records of (B)(6) showed no deviations from the manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Death is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient never recovered after left ventricular assist device (lvad) implant and passed away. Device or therapy related issues did not contribute to the outcome. An autopsy was not performed